Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colon resection converted to open unrelated to the device problem, while resecting the colon, when firing the cartridge, only the first 3 lines came out and the device did not fire, the doctor requested another reload and could not fire it. The surgical time was extended by 30 minutes or more due to the product problem. Another cartridge was opened and the same handle was used to resolve the issue. There was no patient injury.